Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. The powered stapling device was being applied to the stomach. There was poor staple formation. The stapler only fired to 30 mm on the cartridge. Replaced with a new cartridge but the knife only moved to 10 mm and stopped. The staple line was incomplete at the distal end. The status of all the indictor lights was solid. In order to resolve the issue and complete the case, opened a new device. There was no patient harm. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is auto-washer.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 34 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter with a pmv handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.